Event description:
On 03 feb 2026 it was reported via email by clindex that the following information was obtained from a clinical study (B)(6). On (B)(6) 2025, a patient underwent a shoulder arthroplasty using the univers revers implant system. On (B)(6) 2025, the patient was experiencing shoulder popping accompanied with pain and difficulty raising the arm. Six (6) months postoperative, the patient underwent a revision of the components.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a combination of a foreign body reaction and/or a patient-specific biological response, inadequate care during the healing process, and other biological factors such as compromised blood supply to the bone, infection, underlying health conditions, and/or conditions that limit the patient¿s ability or willingness to restrict activities or follow post-procedure instructions during the healing period. The complaint allegation was not confirmed. No evidence of that failure was received.